Manufacturer narrative:
The complaint of a leak in the catheter is confirmed. Gross and microscopic examinations of the complaint sample revealed three partial tears in the catheter tubing. The partial tears in the tubing are located between the 29 and 31 cm depth markers. The tears are nearly perpendicular to the axis of the tubing. The tear site reveals rounded edges and the tubing surrounding, the partial tear sites is slightly compressed. This combined evidence of the irregular slit edges and rough, broken slit walls is typical of material fatigue and friction wear; however, at this time, the exact mechanism of damage is undetermined. Gross visual, microscopic and functional testing shows no evidence of a defect or deformity related to the mfg process. A chr of lot# retl0580 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that PICC inserted with the guidance of sr5 from the upper arm, leakage appeared and been repaired after 2 months maintenance. After one month later, liquid leaked out again from the insertion point. During the flushing after pulling out the catheter, 3 holes were found on the catheter body.